Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a rhythm check atrial undersensing was noted on the right atrial (ra) lead, causing early / false termination of events. It was also noted cardiac compass has invalid data. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.